Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation.in a separate visit the lens was exchanged with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is dentified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h11.- "claim# (B)(4)" should be removed and "claim# (B)(4)" should be added. Claim# (B)(4).